Event description:
Per the clinic, the patient experienced an infection and a skin breakdown at the implant site. The patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced extrusion of implant (date not reported).